Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to erroneous results as all samples met specifications. Retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. A review of specimen handling parameters should be done for this tube type. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. H3 other text : see section h.10.

Event description:
Material no. 367861; batch no. Unknown. It was reported that during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there is an issue with erroneous results. They are getting low platelet readings. This occurred on 40 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the site has been having issues with low platelet counts for about a month. They have had about 40 patients with the range of 67,000-179,000. They had their instrument, sysmex xn 330 serviced and no issues were found. They drew a male 68 via an IV using no discard tube with results of 240,000 and on redraw 215,000. Their reference range is 163,000-337,000. This male had a white count of 3.4. Tube was filled to stated draw volume and run within 15 minutes of collection. Specimens are not rocked and slides are no made to verify low platelet counts. She did not know how many times tubes were filled and tubes were not checked for platelet clumps or fibrin. Site has a report of low platelet counts which they can provide when tubes are sent for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367861 batch no. Unknown. It was reported that during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there is an issue with erroneous results. They are getting low platelet readings. This occurred on 40 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the site has been having issues with low platelet counts for about a month. They have had about 40 patients with the range of 67,000-179,000. They had their instrument, sysmex xn 330 serviced and no issues were found. They drew a male 68 via an IV using no discard tube with results of 240,000 and on redraw 215,000. Their reference range is 163,000-337,000. This male had a white count of 3.4. Tube was filled to stated draw volume and run within 15 minutes of collection. Specimens are not rocked and slides are no made to verify low platelet counts. She did not know how many times tubes were filled and tubes were not checked for platelet clumps or fibrin. Site has a report of low platelet counts which they can provide when tubes are sent for evaluation.